Event description:
Vns pt was diagnosed with left vocal cord paralysis and they were seen in hosp emergency room approx one month post-implant with difficulty breathing due to vocal cord spasm. Treating neurologist reported that the event was not related to the vns therapy but that it was related to the implant surgery. The pt reportedly believes that their voice is better during stimulation on cycles. The pt is being followed by an ent for treatment of the vocal cord paralysis. Investigation to date has been unable to determine the cause of the reported event.